Manufacturer narrative:
Concomitant products: addr01 ipg implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic and that pauses and potential loss of capture was noted on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.